Manufacturer narrative:
Concomitant medical products: product ID: fr995-27 tissue valve, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations and suspected pacemaker medicated tachycardia. The implantable pulse generator (ipg) was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.